Manufacturer narrative:
(B)(4). The customer reported to have replaced the graphic user interface (gui) to breath delivery (bd) cable assembly to resolve the issue.

Event description:
It was reported that, during patient use, the ventilator graphic user interface (gui) generated a "reset alarm" message. The patient was transferred to another ventilator without harm.